Manufacturer narrative:
Age at the time of event: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion being treated was located in the calcified and severely tortuous mid right coronary artery. The 15mm x 3.5mm maverick 2 balloon catheter was advanced to the target lesion. On the first inflation the balloon reached 8atms and ruptured. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's current status is good.